Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4) - the full lead was returned and analyzed. Analysis revealed that the lead was distorted. The helix was pulled/stretched/overstressed. There was apparent damage at implant.

Event description:
It was reported that during the implant attempt, the helix snagged the introducer's valve. The helix appeared to have been stretched and would not fully retract. The lead was not used. No patient complications have been reported as a result of this event.